Event description:
A customer reported obtaining discrepant results when using mts anti-igg card lot number 032004001-12. They stated this was observed with at least three patients. No patient harm was reported as a result of these events. This event was initially reported to FDA in 2004, MFR report #1056600-2004-00017. Two additional MDR reports are being filed to document that this event occurred with at least three patients (3 gel cards).

Manufacturer narrative:
Samples were not sent to mts for investigation; therefore, mts was unable to confirm the complaint. Batch record review indicated the lot met all specifications and product release criteria. No nonconformances were associated with this lot of product.